Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer to request medication again, this allowed nurse to issue medication. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported meds request by rxverify and items had been approved by pharmacy but medication unable to issue. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.